Event description:
The facility reported an incident of an underinfusion. Information was not provided regarding whether or not the device was in pt use when the event occured. Though requested by baxter, no additional info was provided regarding the event, pt injury, medical intervention, medication involved, serial number of the pump, and the device programming.